Event description:
It was reported that shaft break occurred. The 80-90% stenosed and de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.00x16mm promus element plus drug-eluting stent was advanced to treat the lesion. However, during procedure, the physician tried to negotiate to device to the lesion but the shaft got broken. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
A2. Age at time of event: 18 years or older device evaluated by MFR.: a promus element plus,mr,ous 3.00x16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube fracture 23.5 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Device was loaded on to a test 0.014" guidewire without issue. No other issues were identified during analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. The 80-90% stenosed and de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.00x16mm promus element plus drug-eluting stent was advanced to treat the lesion. However, during procedure, the physician tried to negotiate to device to the lesion but the shaft got broken. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.